Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05101, 0001825034 - 2018 - 05102, 0001825034 - 2018 - 05104.

Event description:
It was reported that approximately 1-2 weeks post implantation, the patient had presented with groin pain, and the surgical incision had opened, with light-pink drainage. One month post-op, the patient underwent an irrigation and debridement due to a non-healing wound with a large hematoma. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event can be confirmed by review of op notes. Review of operative notes confirm that the patient underwent right total hip arthroplasty. Several attempts to fit the femoral component and finally achieved fit with a 22 mm. Upon placement of this stem a lateral femur fracture was noted "from insertion of the stem". Fracture was reduced and cables were in appropriate position after reviewing fluoro. It is noted on an op report that the primary tha surgery was "complicated by intraoperative periprosthetic fracture requiring extended surgical time and extended excision." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.